Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# serial# (B)(4), implanted: (B)(6) 2011, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (10.0 mg/ml at 0.999 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient reported to the emergency room (ER) with complaints of severe emesis, nausea, "weird smell", and increased pain. An examination by the ER doctor on (B)(6) 2017 gave a diagnosis of possible withdrawal symptoms related to the pump. The device diagnosis was catheter occlusion. The patient received zofran and intramuscular morphine at the ER as an intervention on (B)(6) 2017. The event resulted in in-patient hospitalization. The catheter was explanted/replaced on (B)(6) 2017. The old catheter was tied off and a new catheter was implanted. The patient reported feeling much better since the revision on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.